Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective catheter occurred before use with a bd angiocath plus¿ i.v. Catheter 20ga x 1.16in. The following information was provided by the initial reporter, "angiocath plus 20g catheter tip was damaged."

Manufacturer narrative:
H.6. Investigation summary one photo and one actual sample were received by our quality team for evaluation. Upon visual inspection, it was observed that there was damage on the catheter. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the catheter damage could have been caused by the needle piercing through the catheter. This would have occurred during product application when the product was manipulated or during assembly of catheter. CAPA# 590840 was raised to address actions required to prevent it from occurring during the assembly of the catheter. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that defective catheter occurred before use with a bd angiocath plus¿ i.v. Catheter 20ga x 1.16in. The following information was provided by the initial reporter, "angiocath plus 20g catheter tip was damaged."